Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. No arctic sun device details available as they were calling from home. It was reported that the nurse specialist calling from home on behalf of nicu with critical patient they were trying to stabilize. Receiving an alert 113 reduced water temperature control. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse specialist calling from home on behalf of nicu with critical patient they were trying to stabilize. Receiving an alert 113 reduced water temperature control. No arctic sun device details available as they were calling from home. Patient temperature (pt) was 32.6c, targeted temperature (tt) was 33.5c. Advised this alert was telling them the device was having a hard time making warm water. The culprit could be a potential overfill, heater failure or low flow. They need to nurse at bedside to call in so that they can troubleshoot on the device. Will be able to diagnose and address the issue. Caller was going to have the hospital call back.

Event description:
It was reported that the nurse specialist calling from home on behalf of nicu with critical patient they were trying to stabilize. Receiving an alert 113 reduced water temperature control. No arctic sun device details available as they were calling from home. Patient temperature (pt) was 32.6c, targeted temperature (tt) was 33.5c. Advised this alert was telling them the device was having a hard time making warm water. The culprit could be a potential overfill, heater failure or low flow. They need to nurse at bedside to call in so that they can troubleshoot on the device. Will be able to diagnose and address the issue. Caller was going to have the hospital call back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.